Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, due to patient anatomy too thin and patient's large distortion of the sinus, the left ventricular lead could not get to the target position and dislodged while the sheath was slitting. Another lv lead was attempted and also dislodged while the sheath was slitting but was then implanted. It was also reported that another attempted lead had a broken circuit. A different lead was implanted. No patient complications have been reported as a result of this event.